Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Center locking screw of spheres were locked in spheres. Could not release the screw in any direction. 60 minutes delayed.